Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number available? The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a surgeon performed a robotic hernia procedure on (B)(6) 2016 and topical skin adhesive was used on the patient. During the procedure, when scrub tech squeezed the ampule to crack, a piece of glass came through the side and penetrated both of his gloves (he was double gloved) and stuck his finger. No treatment was needed for it. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to FDA: 8/31/2016. The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Signs of force are observed since the butyrate tube looks deformed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens."